Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (3 mg/ml at 4.1795 mg/day), clonidine (70 mcg/ml at 97.521 mcg/day) and bupivacaine (7.5 mg/ml at 10.4487 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had a motor stall on (B)(6) 2018 at 17:03 which recovered at (B)(6) 2018 at 21:44. Another stall occurred on (B)(6) 2018 at 13:32. The patient noticed an audible alarm on (B)(6) 2018 around 15:00 and started feeling "bad" but was unable to describe symptoms. The patient appeared flushed, was warm to the touch, had a grimaced facial expression and "n/v" (taken to mean nausea and vomiting). The pump was replaced on (B)(6) 2018 and the issue was considered resolved. There were no known environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a motor stall due to corrosion and/or wear and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.